Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, it generated three technical error codes indicating disabled valves, lost communication between breathing and monitoring subsystems and an error in the internal memory. The ventilator consequently stopped ventilating. (B)(4).